Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with cartridge and steel cannula infusion sets, with multiple infusion site changes and suspected site issues including scar tissue; the user had been entering multiple meal announcements to correct highs, was advised to replace all supplies with new insulin, check ketones, confirm bg with a glucometer, and deliver correction insulin by injection per sliding scale, and an internal review was initiated to consider a factory reset. Symptoms included elevated blood glucose. Outcomes included no need for medical assistance and blood glucose trending down to 225 mg/dl. Investigation included review of uploaded reports, troubleshooting education on infusion set and insulin replacement, and planned follow-up to guide a full set change with new insulin and further review by the clinical team. Investigation of this case revealed no device alarms and no confirmed device malfunction, with potential contribution from infusion site issues or insulin/supply integrity. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.